Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on 21-jan-2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker iii.

Event description:
Patient reported right side "rupture", "severe pain", "firm and looks abnormal due to capsular contracture, baker grade iii." Device remains implanted.